Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button domes witch and unlocked lcd keypad connector. No button error alarm and no numbers ramping up noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump act button is not responsive and the numbers are scrolling. The customer's blood glucose reading was 587 mg/dl at the time of incident. Troubleshooting found that the customer is unable to fill the tubing due to the keypad issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.